Event description:
It is reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.